Event description:
On 17-jan-2024, nurse assist received a call from an unknown woman description of call: the caller received botox injection from the doctor and develop bumps under her skin. The doctor told the caller it was how it reacted to her. Product used for the botox injection was one of mckesson .9% saline. The caller did not have a lot number or part number to provide.